Event description:
The customer reported via phone call that he changed the infusion set and reservoir and insulin squirted out during prime and customer received a low reservoir alert. Customer was disconnected during prime. Current blood glucose value was 183 mg/dl. No troubleshooting was performed as the customer had already changed the infusion set and reservoir again and was able to prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.